Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer: examination of the returned device found that the stent struts at the proximal end of the stent were damaged and misaligned. No other damage was visible along the device. There were no kinks noted along the shaft and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, difficulty advancing a catheter occurred. Vascular access was obtained via the femoral artery. The 24 mm, 100% stenosed concentric shaped denovo target lesion was located in the moderately calcified, 3.0 mm in diameter ostial to proximal right coronary artery (rca). A pt2 guide wire was advanced to the distal of the target lesion. Pre dilation was performed with a 1.5 x 20 mm maverick and a 2 x 20 mm non bsc balloon catheter, resulting in 75% residual stenosis. A 24 x 3.00 mm taxus liberté stent delivery system (sds) was advanced and would not cross from the proximal to the distal portion of the target lesion. The taxus liberté sds was removed and the procedure was completed with another taxus liberté sds inflated to 14atms and post dilation with a 3.5 x 15 m quantum balloon catheter. No patient complications were reported and the patient's status is listed as stable. However, returned product analysis revealed stent damage.